Event description:
It was reported that during placement of an intermediate trochanteric fixation nail, the helical blade would not pass through the nail. The locking mechanism on the nail appeared to have already been engaged prior to insertion of the helical blade. The helical blade bent the locking mechanism and the surgeon removed and replaced both the nail and helical blade to complete the procedure. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a product development evaluation and there was a large scratch on the outer diameter of the blade where the head end transitions to the 11 mm outer diameter. There were some minor scrapes on the edges of the flutes on the blade. The part met the design intent and, based on the details of the report, did not contribute to complaint condition. The blade was successfully inserted through a new nail. It could not go through the hole in the returned nail because the tab of the locking mechanism was bent and partially blocked the hole. This complaint is deemed invalid from a design perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information: a manufacturing evaluation was performed. As received, the helix blade shows anodized rubbed away on the shaft. Some material displacement and damage is evident in the pocket feature. The product was investigated to the latest design specifications. Since all features relevant to the complaint condition meet specification, the complaint is invalid. (B)(4).

Event description:
This report is for file (B)(4).